Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room with significant muscle stimulation. A review of the data identified the lead safety switch (lss) had been triggered for pacing impedance measurements greater than 2000 ohms on the left ventricular (lv) channel. Additionally, lv threshold measurements were elevate. A boston scientific technical services consultant recommended programming options to the caller which resulted in measurements within normal limits. No additional adverse patient effects were reported.